Event description:
It was reported that the cartridge was damaged at the o-ring, interrupting insulin delivery. There was no adverse impact to the customer's blood glucose level. No additional patient or event information was available.